Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. It was indicated that alternate site insertion occurred, which is off label usage of the device on (B)(6) 2019. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.